Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had hematoma. The patient was given medication and evacuation of hematoma was performed. This crt-p remains in service. No additional adverse patient effects were reported.